Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a severely calcified and non-tortuous lesion. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from hoop/tray. The lesion was pre-dilated. No resistance was encountered when advancing the device to the lesion. The device did not pass through a previously-deployed stent. It was reported that the guide liner wrapped around the stent and crushed it. The entire stent was removed with the guide liner and nothing was deployed in the body. Patient status post procedure is alive with no injury.